Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned (101) 31g x 8mm, 1ml bd insulin syringes from lot 7296927: 21 used and 80 unused. Consumer reported while a physician was withdrawing the plunger, it was separated from the rubber stopper. The 21 syringes that were returned after use all exhibited plunger rods separated from the stoppers ¿ the stoppers remained inside the syringe barrels. Other than the separation of the plunger rod and stoppers, no other apparent issues were observed on these samples. 30 out of the 80 samples that were returned in sealed polybags were examined, then tested for plunger rod movement: all 30 plunger rods were exercised within the barrel, and no stopper separation was observed on these samples. Manufacturing (holdrege) will be notified of the reported and observed issues. A review of the device history record was completed for batch # 7296927. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted for dry barrels. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (stopper separates). Root cause description: as per investigation completed by manufacturing under investigation child (B)(4), on 08oct2019, (B)(4) received a photo of 1.0ml, 31g, 8mm syringe from lot #7296927. Visual inspection of tto found stoppers separated from the plunger rod. Plunger rod tip was complete with no damage. The stopper was not rolled on the sealing edge but was unable to move above the 0-20units mark before separation. Silicone is sprayed into the barrel to provide lubrication for the plunger rod and stopper. If silicone is not present when the stopper is installed at the assembly metro, the stopper can separate from the plunger rod due to the friction between the barrel and stopper. Review of quality notifications and maintenance dispatches found notifications (B)(4) for dry barrels. Root cause of the lack of silicone in the barrel of the syringe is due to atomizing wire with faulty connection on machine jo, distance between gun and barrel out of adjustment on machine jm, photo eyes on silicone guns out of adjustment on machine jn, and distance between guns and barrels out of adjustment on machine jl. CAPA (B)(4) was opened on 11nov2018 after date of manufacture to address difficult and unable to operate syringes, which is related to the application of silicone in the barrel." Rationale: CAPA# (B)(4) was opened on 2018-11-11 after date of manufacture to address difficult and unable to operate syringes, which is related to the application of silicone in the barrel.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe plunger separated from the stopper while withdrawing it during use. This occurred on 21 separate occasions, but the dates and/or patient information are unknown. CAPA (B)(4) was opened on 2018-11-11 after date of manufacture to address difficult and unable to operate syringes, which is related to the reported event. The following information was provided by the initial reporter: "while a physician was withdrawing the plunger, it was separated from the rubber stopper. The same case is happening continuously and hcp's complaints getting worse."